Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. The removed therapy pcb assembly was then sent to the physio-control failure analysis center for further evaluation. It was observed that leg 2 of crystal, designator y2, had no output which caused the device not to power on. The cause of the reported event was a failure of crystal, designator y2.

Manufacturer narrative:
(B)(4).physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device did not turn on during the self test. It was observed that the power was going to the monitor, but the device would not complete the switch on. There was no patient use associated with the event.